Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that a tampon fell apart upon removal leaving pieces inside her vaginal cavity. She used water to aid in the removal of the remaining pieces of pledget from inside her vaginal cavity. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.